Event description:
It was reported that pump screen was dark and would not turn on, and pump was beeping and vibrating every three minutes with undefined malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to remove pump from case, followed multiple instructions to press power button and connect to power without success, and planned to use multiple daily injections as backup insulin therapy; pump was confirmed in warranty, and technical support arranged replacement pump, instructed customer to allow battery to fully deplete, return malfunctioning pump within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.